Manufacturer narrative:
(B)(4) upon completion of carefusions investigation a follow up submission will be completed.

Event description:
Upon inspection of our qc personnel and placement of regulatory label to each items, 5 cases of (B)(4) contain items with defective seal.

Manufacturer narrative:
(B)(4) our quality engineers received eight photos for evaluation. During visual evaluation, it was determined all nineteen (19) pouches were opened on the sides, therefore, failure mode could be confirmed. Although reported failure was confirmed through visual analysis a root cause could not be determined through this investigation. To further investigate root cause, bd has initiated a CAPA. The failure mode will be entered into the complaint management system to be tracked/trended. Customer complaint trends are evaluated on a monthly basis during our quality team meeting.

Event description:
Upon inspection of our qc personnel and placement of regulatory label to each items, 5 cases of dj4011x contain items with defective seal.